Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high lead impedance. The lead helix could not be extended. The lead was not used and a new lead was implanted.